Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed lesion in the mid left anterior descending (mlad) artery. A 2.25x15mm trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance from the anatomy. The balloon was inflated one time to 4 atmospheres (atm) when a rupture occurred. The bdc was removed without issue and an nc trek balloon was used to complete the dilatation, followed by implantation of a 3x18mm xience stent to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.